Manufacturer narrative:
The prior distal end percutaneous lead (driveline) replacement referenced in this section was reported under medwatch MFR. Report # 0002916596-2012-01171. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 5 years and 2 months. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. The vad coordinator submitted a log file on (B)(6) 2017 for review. The patient was asymptomatic. The log file was reviewed by the manufacturer¿s technical services representative and a pump stoppage was observed on (B)(6) 2017 from 7:07 to 7:08. There were also intermittent speed drops lower than the low speed limit from 7:04 to 7:13. Both issues appeared to be occurring only while the lvad was connected to the power module. On (B)(6) 2017, the manufacturer¿s technical services representatives replaced the entire external portion of the percutaneous lead (driveline) up to the exit site. During the replacement, it was reported that the prior distal end percutaneous lead (driveline) replacement was mostly intact. The lvad was then connected to the power module with a grounded patient cable and there were no alarms. No additional information was reported.

Manufacturer narrative:
Device evaluation: the evaluation of the returned portion of the percutaneous lead (driveline) confirmed an issue that would have contributed to the reported low speed operations and pump stoppages. Approximately 18.5 inches of the distal end of the driveline from the connector was returned for evaluation. The driveline had undergone a clamshell repair. The repair was disassembled and no problem was found. A driveline repair site was also present. The repair site was disassembled and analyzed. The proximal end of the repair site had a bend, as well as damage to the white silicone sleeve. Damage to the distal and proximal end of the black shrink tubing and the copper tape was identified. Damage to the orange wire was identified on the distal end of the repair site, and damage to the red, yellow, and black wires was identified on the proximal end of the repair site. An exposed wire was identified at the splice site, due to the shrink tube not properly covering the red wire. The exposed red wires at the splice site would not have caused a functional problem during pump operation, as it would have been underneath kapton tape and would not have made contact with the copper tape or shielding. No further damage to the repair site was identified. No further damage to the silicone sleeve was identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. No major damage to the metal shielding was observed. Visual inspection did not identify any further damage to the driveline wires. The damage found at the repair site appeared to be consistent with abrasion damage due to repetitive flexing on the wire. As a result of the damage to the insulation, the underlying orange, red, black, and yellow wire conductors were exposed. The reported events would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. Alarms could have also resulted from the exposed conductors of two wires from different motor phases contacting each other or making simultaneous contact with the shield while on battery support. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.